Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level reported. Technical support advised the customer on how to press the button effectively but ultimately decided to replace the pump. The customer will use a backup therapy to ensure insulin delivery is not interrupted and was informed about receiving a replacement with updated software, with available training in their tandem source account. The caller confirmed the shipping address and acknowledged the information provided.